Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections as a result of a shaft break located 24.9cm from the catheter tip. Slight stretching was present at the break site. The balloon protector was returned on the balloon. No kinks or damage were noted along the remaining shaft of the device. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. A microscopic examination of the tip, balloon, and blades found no issues. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous peripheral intervention, the shaft of the device was detached. The target lesion was located in the superficial femoral artery. A 4.00mm x 1.5cm x 140 cm spcb small peripheral flextome cutting balloon mr was selected to dilate the vessel. During preparation, it was noted that resistance was encountered upon removal of the protective cover and the shaft of the device detached from the guidewire exit port. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous peripheral intervention, the shaft of the device was detached. The target lesion was located in the superficial femoral artery. A 4.00mm x 1.5cm x 140 cm spcb small peripheral flextome cutting balloon mr was selected to dilate the vessel. During preparation, it was noted that resistance was encountered upon removal of the protective cover and the shaft of the device detached from the guidewire exit port. No patient complications were reported and the patient's status is good.